Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 4 of 5 mdrs filed for the same patient (reference 1825034-2013-00322 / 00326).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2012 due to patient allegations of elevated cocr levels, tissue/bone destruction, pseudo tumor, pain, discomfort, swelling, and lack of mobility. Further, legal counsel for the patient reports patient was revised on (B)(6) 2012 due to patient allegations of dislocations. A review of invoice history confirms the surgery dates and that the cup, head and taper insert were removed and replaced on (B)(6) 2012. Invoice history also indicates that the modular head and liner were replaced to a constrained system during the revision on (B)(6) 2012. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received from patient medical records indicates patient was revised (B)(6) 2012 due to pain and elevated metal ion levels. Operative notes report metallic staining around the joint, effusion within the joint, joint fluid, and osteophytes were observed. Subsequently, medical records indicate patient was revised (B)(6) 2012 due to left hip dislocations. Operative notes report presence of joint fluid and that components were well-positioned and well-fixed to the bone. Op notes also report dehiscence of the abductors from the majority of the greater trochanter, which could have contributed to the issue.

Event description:
Patient's legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2012 due to patient allegations of elevated cocr levels, tissue/bone destruction, pseudo tumor, pain, discomfort, swelling, and lack of mobility. Further, legal counsel for the patient reports patient was revised on (B)(6) 2012 due to patient allegations of dislocations. A review of invoice history confirms the surgery dates and that the cup, head and taper insert were removed and replaced on (B)(6) 2012. Invoice history also indicates that the modular head and liner were replaced to a constrained system during the revision on (B)(6) 2012. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.